Manufacturer narrative:
Device investigation narrative - the reported complaint has been confirmed. Unit displays ¿short circuit detected ¿error message upon power up. A visual inspection noted damaged electrical components in the a motor drive circuit on the main digital pcb. Several transistors are shorted out and a resistor is burnt. Control unit passed functional testing with a known good main pcb installed. Factors unrelated to the manufacturing and design of the device, which could have contributed to the reported event, includes a defective hand piece. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported the dii controller got hot and had an error message. There was no case involved. No delays or patient injuries were reported.